Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, their incontinence has worsened since the implantation of the sling. The patient is attempting to treat the problem with medication. The device remains in the patient. Therefore, no failure analysis is available. Without evaluating this device, company was unable to determine if the device met specifications, and company was unable to determine the specific relationship of the device to the event.